Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the twiddler's syndrome patient presented in clinic for follow up. Upon review, the right atrial lead exhibited decreased sensing and no capture. Further review, noted the right ventricular lead exhibited decreased sensing. Right atrial and ventricular lead dislodgements were suspected. On (B)(6) 2018, prior to the lead revision procedure the right ventricular lead also exhibited no capture. The leads were explanted and replaced. The patient was stable throughout.